Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was getting a primary left total knee replacement on (B)(6) 2017. The doctor was taking off the trial insert when he noticed a fracture on the left medial condyle. He decided to put a small screw to patch it up and also put a 75 by 14 stem on the femoral component to give the femur more stability. The doctor wasn¿t sure when the condyle was fractured because he didn¿t feel like he struggled putting in the trials. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.